Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient developed endocarditis. Vegetation was confirmed, on both the right ventricular (rv) and right atrial (ra) leads. Additionally, it was noted, that the rv lead exhibited failure to capture, due to lead fracture. The entire system, including the pacemaker, ra and rv leads was explanted. The patient was in stable condition.

Manufacturer narrative:
UDI not available. As product was manufactured on or before 9/23/2014.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.